Manufacturer narrative:
The product has not been returned for our evaluation, therefore, a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the alleged event, as reported to us. Following our investigation, our conclusion to the most probable root cause can not be determined at this time. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to product quality. Code: the device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. Code: the production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar or other complaints against the batch. Items marked ni are unk at this time. (B)(4).

Event description:
It was reported that after implantation of a hemashield 4 branch graft, blood began emanating from the device after the physician removed the clamps. The blood that leaked from the graft was wiped several times. Additional information received 05/17/2010: the procedure being performed was a dissection repair of the ascending aortic, aortic arch, and descending aortic endoprosthesis. The amount of blood loss was not quantified. Although the exact condition of the patient is currently unk, it was reported to us that it is not believed that the patient was adversely affected due to this event. It was further reported that there was no permanent damage to the patient.